Event description:
During a ptca procedure, the shaft of the quantum maverick monorail catheter separated while partway in the 7fr guide catheter and partway in the straight lad lesion. A second ballon was inflated, trapping the separated portion of the shaft and removed without incident. No pt injuries or complications were reported. Pt status is listed as "okay".